Event description:
It was reported that there was a pump volume discrepancy with more volume than expected found in the pump. The precise difference in volumes was not reported. No pt symptoms, treatment, or outcome was reported. The hcp was considering further troubleshooting. The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007). Gear shaft wear has not been confirmed in this device.